Event description:
It was reported by service report that the right foot end side rail pivot arms are broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pivot arm, sharp edges.